Manufacturer narrative:
The reported complaint of solex catheter "blood was observed in the tubing lumen" was confirmed based on visual inspection. The distal luered tubing was observed clogged with blood and was unable to flush. The exact root cause of the blood in the lumen cannot be determined, however, it is likely that the distal luered tubing was not closed securely. However, the customer suspected catheter leak was not confirmed during the functional testing. The catheter serpentine balloon was flushed during functional testing and inflated appropriately. No leak was observed on the catheter. Visual examination of the returned catheter was performed and found the distal luered tubing was clogged with blood and was unable to flush, thus confirming customer complaint. No other physical damage was observed on the catheter. The serpentine balloons were examined and there were no tears, balloon bond detachment or rupture noted. Observed blood residues on the serpentine balloon. Functional pressure leak test of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance, except distal port was clogged with blood. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed on the catheter.

Manufacturer narrative:
The zoll has received the catheter in complaint for investigation. A supplemental report will be filed when the investigation has been completed. Date of event is unknown.

Event description:
Several days after the solex 7 catheter placement, blood was observed in the tubing lumen. A catheter leak was suspected. No further information was provided on patient consequence or injury. Per the reporter, the catheter removal appeared to be painful for the patient. Additional training was provided to the physician and staff to ensure proper removal of the catheter.